Manufacturer narrative:
The reported complaint was confirmed. The perfusionist attempted gas calibration five times and then decided to bypass it, then performed an in-vivo calibration while the values were still unstable. The 1.69 software upgrade was performed a few weeks earlier and the new software requires a successful gas calibration to claim any accuracy. The instruction for use (IFU) also states stable conditions are needed before performing an in-vivo calibration. Diligence was completed to obtain the monitor, but the customer stated they will not be returning it. No product was returned to the manufacturer for evaluation. No additional action will be taken at this time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the partial pressure of carbon dioxide (pco2), partial pressure of oxygen (po2) and ph values were way off on the blood parameter monitor (bpm), even after in-vivo calibration. This issue occurred after calibration slope error pco2 and ph on the calibrator 540. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2015: gas calibration with the calibrator 540 was attempted five times and failed. The perfusionist (ccp) stated there was resistance in getting the shunt sensor "snapped on" the nozzle of the calibrator. The ccp elected to bypass the calibration and did an in-vivo calibration in the early minutes of cpb. The ccp mentioned the ph, pco2, and po2 measurements of the bpm fluctuated during cpb. But, the ccp did state that carbon dioxide (co2) has was used to flood the operative field during this valve replacement surgery. The co2 gas dissolves in the blood in the operative field and this blood can be returned to the cpb circuit via the "pump suckers". This will cause the pco2 to rise and the ph to drop. This could lead to fluctuating values and lead to difficulty in doing laboratory comparisons (in-vivo calibration) as the blood levels are not stable with this return of co2 enriched blood. There are no definitive data supporting any functional issues with the monitor or sensor, but the fluctuating blood levels were effecting the stability of the measurements. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Per the ccp, the shunt sensor did not seem to want to click onto the peg on the calibrator. Software version for this bpm is 1.69.